Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 4 infusion set fell off events on 26-apr-2024. The infusion set was in use for within 24 hour. The glucose level at the time of incident was below 180 mg/dl. No further information available.